Manufacturer narrative:
Concomitant medical product: product ID: 8780, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving dilaudid then saline via an implantable pump. The patient reported they were having issues with their healthcare professional (hcp) and they ended up completely shutting off the pump with no warning. The patient was discharged by the hcp and given 5 days of some type of anti-stomach cramping medicine and did not titrate him down or follow up with him. The patient ended up going through a month of crazy withdrawals which sent him down a bad spiral. The patient stated their hcp told them he had a year worth of saline and that just ran out. The patient stated they were now hearing his pump alarm which he described as the critical alarm. The patient stated it used to go off every 6 hours and now it was every 30 minutes. The alarm started 3-4 days ago. The patient started to go through withdrawal a month or two before they shut the pump off completely, so "it would've been a year and 4 months ago". No further action was taken. Additional information from the consumer indicated that for the past 3 days the pump had been malfunctioning; it was vibrating inside of the patient and causing a ton of pain. It was reported that the patient thinks the "vibrations" are coming from the catheter; he asked if the catheter might be "spinning" inside of him. It was noted that he could feel the catheter up in the t section of his spinal cord; caller stated that they did not think the catheter was out of place. When the vibrations intensify it makes a sucking noise and if the patient pushes on certain parts of the pump it stops the vibrations. The patient went to the emergency room yesterday, they took an image, and found nothing wrong. The patient was referred to a neurosurgeon but has been unable to get any help; the caller declined a list of physicians. The caller was advised to discuss his concerns with his physician or work with a surgeon to have system removed.